Event description:
The core impaction drill was sent for evaluation due to overheating during a procedure. No adverse event was associated with the device. The procedure was completed with a readily available spare device without any clinically significant delay.

Manufacturer narrative:
Failure analysis revealed that driveshaft bearings were broken and stuck to the spindle housing. This was identified as the probable cause of the device overheating since damaged bearings can cause increased heat production due to increased friction between the moving components. Please note that this device has also been reported in a similar but separate event that occurred on (B)(6) 2011 under stryker reference number (B)(4) and manufacturer report number 1811755-2011-4557.